Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an emergency endovascular treatment for a suspected pseudoaneurysm rupture at the anastomosis site of the thoracic descending aorta using gore® tag® conformable thoracic stent graft with active control system (ctag ac) (note: the patient¿s descending aorta had been previously replaced with a graft). The device was implanted successfully but a type ia endoleak was found during an angiography. There was no aneurysm enlargement reported. A wait-and-see approach was taken, and interruption of warfarin administration was under consideration. The patient tolerated the procedure. On (B)(6) 2023, the type ia endoleak remained. On (B)(6) 2023, a reintervention was performed. A valiant stent graft (34 mm x 34 mm x 167 mm) was implanted with 1-debranching technique. The endoleak disappeared. Reportedly, since the patient was taking warfarin continuously, she had a high risk for endoleaks. The patient's anatomy was not tortuous however, due to marfan syndrome, the vessel condition was considered to be poor. The patient also received multiple open surgeries and only the aortic arch was native vessel.